Event description:
A male underwent aaa repair in early 2009. The physician attempted to use a flex main body graft but was unsuccessful getting the device up the iliacs. The left iliac artery had so much calcifications that a 20 french dilator barely went up. The right side had a stent that the main body could not get through. The pt ended up losing 2 liters of blood, so the physician stopped the case. The pt was given two units of blood and will need to be converted to open surgical repair at a later date.

Manufacturer narrative:
Event evaluation: still under investigation.